Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14b25015 and h14b11106 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, nausea, and vomiting. The patient was hospitalized for the event and treated with unspecified antibiotics. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h14b25015 and h14b11106. Should relevant additional information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).